Manufacturer narrative:
Customer did not provide the correct product information. Therefor lot number and other product information is not available at this time.

Event description:
Information was received regarding a cadd disposable device. It was reported that when attempting to withdraw remodulin from the adapter via access q-syte with cap 1's into 3ml cadd ms3 syringe, the user gets leaking where the adapter enters the septcum of remodulin 10 mg/mml vial. It is unknown if there was a patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-05354. The report was submitted in error.